Event description:
It was reported that during left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, subject flow diverting stent was implanted successfully. Post-procedure, patient had visual blur of the left eye. This adverse event had causal relationship with the procedure and subject flow diverting stent. The adverse event was resolved without treatment.

Manufacturer narrative:
Remains implanted.

Event description:
It was reported that during left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, subject flow diverting stent was implanted successfully. Post-procedure, patient had visual blur of the left eye. This adverse event had causal relationship with the procedure and subject flow diverting stent. The adverse event was resolved without treatment. Update: it was reported that during left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, subject flow diverting stent was implanted successfully. Post-procedure, patient had visual blur of the left eye. This adverse event had possible relationship with the procedure, subject flow diverting stent, dapt (dual anti-platelet therapy), and unlikely relationship to other stryker devices. The adverse event was resolved without treatment. Also, post procedure the patient had non-serious headache which was relieved by paracetamol. This adverse event had unlikely relationship to subject device, other stryker devices and a possible relationship to procedure and to disease under study or underlying condition or disease. Outcome was recovered/resolved.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Follow up information received on 11 may 22023 indicates "after waking up complains of headaches relieved by paracetamol". An assignable cause of anticipated procedural complication will be assigned to the reported 'patient neurological deficit¿ and ¿patient headache non-serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, subject flow diverting stent was implanted successfully. Post-procedure, patient had visual blur of the left eye. This adverse event had causal relationship with the procedure and subject flow diverting stent. The adverse event was resolved without treatment.